Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. Contributing factor to the femur fracture is significant osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for hip revision approximately 27 years post-implantation due to unknown reasons. Head component is planned to be removed and replaced.